Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital.

Event description:
At 03:00 am the patients wife performed a suction. The vivo 50 in question started alarming for high pressure/low tidal volume and then stopped working and turned off. The device was not able to be switch on, so she picked up a resuscitator and ventilated the patient the next 3 hours until the replacement was installed. Patient survived.